Manufacturer narrative:
Follow-up #1 date of submission 06/18/2014 -product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, the bolus button cover was missing and there were vertical lines through the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.